Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed one controller fault alarm was logged on (B)(6) 2016, indicative of a malfunction of the active power selection (aps) circuit. Heartware has opened an internal investigation to evaluate diodes on the power board of the controller that are failing causing controller fault alarms. The most likely root cause of the reported event may be attributed to a leaky diode on the active power selection (aps) circuit. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient observed a controller fault alarm and changed the controller change controller.